Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula broken, broken part is still in tubing. 1 remaining sensor performed bicarbonate buffer test (B)(4) sensor failed per spec with low readings. Also found 1cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the hub is stuck in serter. Customer's blood glucose at time of incident was 73 mg/dl. The customer reported neither needle hub nor sensor is inside the serter. The customer reported that catch arm is not bent. The customer has experienced this behavior with multiple sensors. The customer was advised to return serter and complete sensor and we will replace the sensor and serter. The customer's mother reported via phone call had a sensor anomaly. Customer's blood glucose at time of incident was 73 mg/dl. The customer was advised to replace the sensor. The customer found out that sensor was all crinkled. The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was educated about the sensor glucose and blood glucose differences.